Event description:
It was reported that this pre-implanted pacemaker recorded a code 1003 message indicative of battery voltage too low for the projected remaining capacity. It was discussed that the condition may be due to cold weather. No patient involvement.

Manufacturer narrative:
Upon product analysis, this pre-implanted pacemaker was found to have a recorded code 1003 message indicative of battery voltage too low for the projected remaining capacity, likely due to exposure to cold temperatures. The occurs likely due to transport/storage of devices for prolonged periods of time in cold weather, which is an unintended user error. No patient involvement.

Event description:
It was reported that this pre-implanted pacemaker recorded a code 1003 message indicative of battery voltage too low for the projected remaining capacity. It was discussed that the condition may be due to cold weather. No patient involvement.